Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the rexroth valve was stuck. Additional malfunctions include the sieve beds were saturated, the power switch had a short circuit, and the straps for the tubing were leaking.